Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated in the past they have had to have a representative come to calibrate their implanted device. Patient stated the therapy is not working the way it should be. Patient stated it is going to the right areas but they are not sure if the numbers for stimulation are correct. Sometimes the stim is too strong and sometimes it is not enough. Patient stated they had to adjust stimulation a little bit and it gets all screwed up in their body. Patient stated they cannot get the relief they need. Patient service specialist is sending an fyi message to the local field representative about patient call. Pt mentioned they has an appt scheduled with their hcp.